Manufacturer narrative:
Correction is being made to previously submitted e3 ¿ occupation. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor temporary contact at the electrical connection points. In addition, the following reportable malfunction were identified during the device evaluation: corroded forceps channel. The additional malfunction can be detected/prevented by handling the device in accordance with the following sections of instructions for use: instructions evis lucera elite bronchovideoscope olympus bf-xp290/bf-p290/bf-q290/bf-h290/bf-1tq290 operation manual. Chapter 3 preparation and inspection 3.8 inspection of the endoscopic system important information ¿ please read before use. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope had an e315 error. The event was observed during maintenance. There were no reports of patient involvement.